Event description:
It was reported the endoeye flex deflectable videoscope exhibited error code e226, and image noise. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on video connector error b30 (scope communication error) occurred. Based on the results of the investigation, error e226 was due to damage on video plug and image noise was due to damage on circuit board. The event of error code e226 (scope communication error) is detectable and preventable by handling device in accordance with the following IFU. Instructions endoeye flex deflectable videoscope, olympus ltf-s190-5/10, operation manual chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.